Manufacturer narrative:
(B)(4)

Event description:
It was reported that alerts via remote transmission. The patient was presented in clinic for further assessment. Alerts for rv oversensing and noise were observed on the atrial channel. Externalized conductors were noted. The patient condition is okay, and patient will continue to be monitored remotely.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received states that the lead was explanted.